Manufacturer narrative:
The pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked case at display window corner and minor scratched lcd window. However, reservoir fits properly into reservoir tube.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the reservoir keeps coming off and will not lock in place. The customer's blood glucose level at the time of incident was 163mg/dl. The customer states the reservoir compartment is cracked and the o-ring is missing. The customer was advised the pump would be replaced and returned for analysis.